Event description:
It was reported that the pt's device was explanted. The pt was reimplanted with another cochlear device. The company is in the process of gathering add'l info and a supplemental report will be submitted once new info is obtained.